Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. A cut down in subcutaneous tissue was performed releasing the device from the tissue tract. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested no additional information was provided.